Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. Additionally the alleged battery fluctuating issue could not be verified.